Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A doctor reported that during phacoemulsification, there was a strange noise, and the performance was felt to be "not enough", as the ultrasound (u/s) was weak. The surgery was completed with the same equipment, and there was no patient harm.